Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 100-538 mg/dl. Customer performed a supply change and gave a correction bolus via the pump to address the bg level. Reportedly, the customer was not completing the load fill tubing sequence process. Tandem technical support educated customer on the proper load techniques, customer understood and acknowledged. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Per tandem user guide: if you do not see drops, tap fill. The fill tubing screen appears, repeat steps 5 and 6 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.